Event description:
A caller states that the shiley 8dct tracheostomy tube they received was defective. The caller stated that this prod was brought to her by an unk member of her staff with a note on it stating that the cuff will not stay inflated. The tube was in a pt. There was no reported pt harm. The caller did not have info about the individual intubated, or the individual using the tracheostomy tube with the pt. The caller did not know whether the pt was immediately re-intubated or not. The caller stated that the prod was removed from the pt, and placed in her office with a note that the cuff is deflating. Several follow-up calls have been made to the caller at the hosp for further info and there has been no response.

Manufacturer narrative:
No analysis or conclusions can be made with out the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the MFR will review the lot history records. If the tube is returned and failure investigation obtains significant results, a follow-up report will be submitted.